Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2010. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2010. This is a list of my side effects and symptoms that I have experienced due to essure; misplacement of right coil upon insertion. Pelvic and abdominal pain, especially during sex, bowel movements, and urination. I have been seen by 5 doctors. I have been diagnosed with the following conditions; pelvic pain, pelvic mass, dysmenorrhea, and sensitivity to metal. I have had the following procedure regarding essure; hysterosalpingogram . The device is still inside of me.